Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, no initial calibration occurred. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event of no initial calibration due to signal loss during warm-up. A root cause could not be determined via data. Based on the findings of signal loss, this complaint is now reportable.